Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient was under general anesthesia (ga). During the procedure the patient was prepared, pre-measurements were taken with transesophageal echocardiography (tee), there was no effusion noted. The venous access was obtained by the physician. The transeptal was performed under tee guidance. The physician attempted to place a 27mm closure device was performed. The physician and clinical decided to size down to a 24mm closure device. After two attempts of deployment with the 24mm closure device, the anesthesia noted that were losing pulsation in the a-line and the patient blood pressure was dropping. The imaging physician did an effusion sweep with tee and an effusion was noted. Pericardiocentesis was performed and 480ml of bright red blood were drained, the surgery backup was called. The blood pressure was stabilized after pericardiocentesis, and the procedure was aborted. The patient was transported to the operating room (or) for possible tear revision/surgery. The closure device was deployed in the appendage but not released. The patient was transferred to the or with the closure device in the left atrial appendage (laa). Surgery was performed, the perforation was repaired, the appendage was ligated, and the closure device was removed. The patient was extubated on (B)(6) 2025. The patient has been transferred to inpatient rehabilitation and is medically stable. The device is not expected to be returned for analysis. It was further reported that there was no difficulty with the tsp during the case. The perforation occurred in the laa. The physician did not believe that the versacross or tsp was related to the perforation. Act was therapeutic during the procedure, full dose of heparin was given prior to tsp. The patient has been discharged home. The versacross device was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient was under general anesthesia (ga). During the procedure the patient was prepared, pre-measurements were taken with transesophageal echocardiography (tee), there was no effusion noted. The venous access was obtained by the physician. The transeptal was performed under tee guidance. The physician attempted to place a 27mm closure device was performed. The physician and clinical decided to size down to a 24mm closure device. After two attempts of deployment with the 24mm closure device, the anesthesia noted that were losing pulsation in the a-line and the patient blood pressure was dropping. The imaging physician did an effusion sweep with tee and an effusion was noted. Pericardiocentesis was performed and 480ml of bright red blood were drained, the surgery backup was called. The blood pressure was stabilized after pericardiocentesis, and the procedure was aborted. The patient was transported to the operating room (or) for possible tear revision/surgery. The closure device was deployed in the appendage but not released. The patient was transferred to the or with the closure device in the left atrial appendage (laa). Surgery was performed, the perforation was repaired, the appendage was ligated, and the closure device was removed. The patient was extubated on (B)(6) 2025. The patient has been transferred to inpatient rehabilitation and is medically stable. The device is not expected to be returned for analysis.